Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer got hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose of 500 mg/dl at the time of the incident. The customer was at 212 mg/dl at the time of the call. The caller did not mention how the customer was treated. The customer experienced symptoms such as abdominal pain. The customer was wearing the insulin pump during the incident. The customer was told by their doctor that their pump the pump was not delivering insulin. Troubleshooting was not completed as the customer was exhausted. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. (B)(4).